Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "screwdriver tip broke off inside of screw head intraoperatively."